Manufacturer narrative:
PMA/510(k)#: p100022/s001. UDI#: (B)(4). The zilver ptx device involved in this complaint is as follows; (B)(4) of lot number c1015671. The stent involved in this complaint was implanted in the patient and was therefore not available for evaluation. With the information provided a document based investigation was carried out. Although requested images relating to this event have not been provided. The following information was provided in relation to this complaint;" the physician does not know exactly why the stents thrombosed but did mention that the patient potentially may have not been adequately anticoagulated". Due to the lack of images no further information can be provided at this time. The complaint was confirmed based on customer testimony. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. As per the instructions for use which accompanies this device- arterial thrombosis is noted as a potential adverse effect associated with the placement of this device. A review of the relevant manufacturing records for zilver ptx drug eluting stents revealed no discrepancies that could have contributed to this complaint. As the stent involved in this complaint was not available for evaluation and conditions of use cannot be replicated in a laboratory setting it is not possible to conclusively determine the root cause for this complaint. Based on the information provided no further adverse effects to the patient have been reported as occurring. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The pt had two zilver ptx stents implanted on (B)(6) 2014. The implant procedure appeared to have gone well and the stents looked great at implant. On (B)(6) 2014, the patient came back to the hospital as both stents were acutely thrombosed. A second procedure was performed on (B)(6) 2014 with a laser to open up the stents. The physician does not know exactly why the stents thrombosed but did mention that the patient potentially may have not been adequately anticoagulated. No further adverse effects to the patient have been reported as occurring. Reference also related report 3001845648-2014-00250.